Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure. The surgeon decided to remove the 4.5 cm cuff and replaced it with a 3.5 cm cuff. After cystoscope the surgeon decided the 3.5 was a better fit. The issue was not resolved because the patients tissue atrophied.